Manufacturer narrative:
Product event #(B)(4) evaluation process: unit received in good condition and internal visual inspection revealed no loose or broken components. Unit delivered rf energy correctly into fixed resistors. Root cause: the p2 is a electrosurgical device and as such is considered an intentional radiator of rf energy when keyed via footswitch or handpiece button. All equipment in the or should be designed to withstand the emi interference generated by the p2 rf generator per iec 60601 requirements. The p2 is functioning as designed. (B)(4).

Event description:
Generator interference with anesthesia machine. No patient injuries.

Event description:
Generator interference with anesthesia machine. No patient injuries.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Eval method: product scheduled for return but not received by manufacturer for inspection. Results and conclusion: product scheduled for return but not received by manufacturer for inspection. (B)(4).